Manufacturer narrative:
(B)(4) - the exact date of the event was unknown. (B)(6) 2017 was chosen as event date. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of hernia. Additionally, there has been no allegation of device malfunction. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient's peritoneal dialysis registered nurse (pdrn) that peritoneal dialysis patient was experiencing catheter issues due to a hernia. The patient's pdrn stated that the patient required removal of the peritoneal dialysis catheter due to the hernia. Additional information was requested by the pdrn stated that there was no further information available.